Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the system on-site and confirmed the issue. The fse replaced the pressure transducer pcb which resolved the issue. Following the replacement, the system was returned to normal operation. The replaced part is not available, preventing further analysis. A complete set of device logs was received. Evaluation of the logs shows that system checkout failed the safety valve and pressure transducer tests. The measured zero pressure offset for the inspiratory pressure transducer pcb was outside the test range, measured zero pressure offset values were between [2498 - 2582 mv]. The technical log contains a technical error code indicting safety valve open, which is likely to have been caused by the faulty pressure transducer. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout a high pressure offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout if present, and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the fse finding and device log evaluation, is that the inspiratory pressure transducer pcb was the cause of the reported failure, and the replacement of the pressure transducer pcb solved the reported issue.

Event description:
It was reported that the anesthesia system failed pressure transducer test during system checkout. There was no patient involvements. Manufacturer's reference #: (B)(4).